Event description:
Information received a smiths medical tracheostomy/silicone - bivona tubes adult was leaking. Reported an ICU patient with trach tube inserted 2 days prior experienced a large leak leading to inadequate ventilation. Trach change by ent had to be done to resolve issue. Issue resolved with no harm to patient. Customer states bivona is the only one that states to inflate with saline and that this is different than other trachs. They feel as if this could cause harm to patients.